Event description:
The device was used during a thoraco lung partial resection. Reportedly, the staples did not form properly. The procedure was converted to a laparotomy for the surgeon to hand sew to complete the procedure.